Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The log file analysis gave no hint that unintended movement or an opening of the safety circuit occurred on the system. The functionality of the replaced and returned potentiometer was checked and was found to be working as specified. The local service organization evaluated the system at the customer site and the failure could not be reproduced and no malfunction of the device could be detected. The service engineer exchanged the potentiometer as a preventive measure. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Resubmission of initial report as per FDA on 4/1/19.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q.zen ceiling system. The user reported c-arm orbital errors and reported that the c-arm dropped approximately 4 inches. It is not known if this incident occurred during a patient procedure at this time. There is no report of impact to the state of health of any patient involved.